Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the e216 and b30 communication errors and no image was due to an electrical component problem. The cause of the white reside could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an e216 scope communication error code, a b30 scope communication error code, no image, and white residue in the auxillary channel, the air/water channel, and inside the air/water cylinder. There was no patient involvement.